Manufacturer narrative:
The reported field event of infection was not confirmed in the laboratory. The device was tested on the bench and using automated testing equipment, no anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a system extraction due to (B)(6) within the pocket and not the leads. The system was extracted successfully. The patient was stable.